Event description:
It was reported that at follow-up, high pacing threshold and reduced pacing lead impedance were observed. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.